Event description:
It was reported that a protegen sling was implanted in 1998. In the months following the surgery the pt experienced sever bladder spasms, retention and repeated cystitis. In 10/1998 surgery was performed to release one of the stitches. Continued incontinence ensued. The sling was removed in 1999. The device was not returned for evaluation.